Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 16. The patient's drain volume was 428ml. The fill volume was 320ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient is doing just fine and has continued therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain / use error as the tidal ultrafiltration removal was set too low (0ml). A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be sufficient for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).